Event description:
It was reported that the patient's pump was not refilled due to relocation and the patient is experiencing return of spasticity, tiredness, difficulty breathing and dizziness. Caller acknowledged that they have not heard any alarms from the pump yet. The reporter was working with nurse at refill hcp's office; it was recommended that the patient go to the emergency room. Final patient outcome is unknown. A follow-up report will be sent if additional information becomes available.